Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil. During preparation for the procedure, the ruby coil was dropped on the floor deeming it non-sterile. The device was not used in the procedure.